Manufacturer narrative:
B5: the reporter indicated that a 13.2mm, tmicl13.2, -8.0/2.5/064 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On 06 nov 2020 the lens was explanted due to excessive vault, pupil block with elevated iop, and blurred vision. On 19 nov 2020 a replacement lens of shorter length was implanted and the problem resolved. On (B)(6) 2020 (last visit) patients current condition was bcva 20/40, ucva 20/70 and iop was 10mmhg. "Blurry vision and mild-mod irritation" was reported for status of the eye (signs/symptoms). However, signs/symptoms were not beyond that of typical surgery. It was reported that irritation and blurry vision resolved. Patient is now 20/20. H3- device evaluation : lens was returned in liquid, in microcentrifuge vial. Visual inspection found a haptic torn and residue on the lens surface. H6- work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
(Expiration date): unk, no serial number reported. (Device manufacturing date): unk, no serial numbers reported. (B)(4).

Event description:
The reporter indicated that a 13.2mm, tmicl13.2, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted due to excessive vault, pupil block with elevated iop, and blurred vision. On (B)(6) 2020 the lens was exchanged and the problem resolved. On (B)(6) 2020 (last visit) patients current condition was bcva 20/40, ucva 20/70 and iop was 10mmhg. "Blurry vision and mild-mod irritation" was reported for status of the eye (signs/symptoms).